Manufacturer narrative:
The customers report of a leak from the y-site was not confirmed however leaking from the female luer was confirmed. Visual inspection showed that the female luer component was cracked on the top and continuing along its length with the crack measuring 0.442 inches long. No tool markings were observed around the luer component however additional marks and damage were noted on the luer. Functional testing confirmed a leak from the damaged luer. Pressure testing resulted in no leaking. The root cause of the customers report of a leak from the y-site was not identified. The probable cause of the damage on the female luer is a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Event description:
The customer reported that the pca tubing leaked from the y-site. There was no patient harm.